Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partially disconnected 5-pin connector was observed during analysis.

Event description:
This report is to advise of an event observed during analysis.